Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required surgical intervention and prolonged hospitalization. Although it was not clearly known, the physician considered the possibility that the event occurred at the following timing. 1) when blood pressure dropped from 120 to 70 immediately after brockenbrough transseptal puncture (bb). 2) during left pulmonary vein (lpv) roof ablation, contact force (cf) 60 grams was recorded and blood pressure dropped from 100 to 60, 3) during right pulmonary vein (rpv) anterior ablation, contact force 55 grams was recorded and blood pressure drops from 110 to 70. At each timing, the physician confirmed if there was no echocardiographic evidence of pericardial effusion and continued the procedure. The pericardial effusion was confirmed when checked after after cavotricuspid isthmus (cti) ablation. After confirming the effusion, the catheter was immediately removed, and hemostasis was performed in the operating room by open chest surgery. The patient improved and hemostatic was achieved with large open chest procedure. Drain was placed and the patient required extended hospitalization and was still in hospital as of (B)(6) 2023. The physician believes that it may have been caused by several scenes of too much contact force and stated that it would not be due to the product. No abnormalities were observed prior to use of the product. Transseptal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. Flow settings of irrigated catheter were pre: 5 seconds, post: 5 seconds. The correct catheter settings were selected on the generator. Pump switched from "low" to "high" flow during ablation. No error messages observed on bwi equipment during the procedure. Parameters for stability used: mdc 3mm 6s, fot 25% 5g. No additional filter used with visitag. Color options used included tag index. Contact force monitoring methods included real time graph; dashboard; vector. No issue with carto observed. Servicing was not needed.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).